Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A bipap auto biflex was returned to a third-party service center for evaluation. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit and a blower foam degradation. Additionally, the service technician also noted fluids fail contamination. The device was scrapped.